Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a customer who experienced a low readings issue with the use of the adc freestyle libre sensor. Customer obtained an unspecified low reading indicative of hypoglycemia and self-treated with 3 pieces of fruit and 3 spoons of sugar. Customer experienced symptoms of vomiting, loss of appetite, low energy, and drumming in the ears. Customer was hospitalized for a diagnosis of diabetic ketoacidosis and was administered "15 units of medicine" as treatment. The length of hospitalization is unknown. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported on behalf of a customer who experienced a low readings issue with the use of the adc freestyle libre sensor. Customer obtained an unspecified low reading indicative of hypoglycemia and self-treated with 3 pieces of fruit and 3 spoons of sugar. Customer experienced symptoms of vomiting, loss of appetite, low energy, and drumming in the ears. Customer was hospitalized for a diagnosis of diabetic ketoacidosis and was administered "15 units of medicine" as treatment. The length of hospitalization is unknown. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m00612rw5w has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.